Event description:
It was reported that this pacemaker system triggered a lead safety switch due to a high out of range right ventricular pacing impedance, with a measurement greater than 2000 ohms. Additionally, technical services (ts) observed noisy signals due to unipolar oversensing, however, during one episode, the patient maintained an intrinsic ventricular rhythm (underlying rhythm), indicating that there is no pacing inhibition. Ts recommended interrogating the device, troubleshooting the lead and checking for noise in bipolar and unipolar and assessing the patient for any symptoms. This product remains and service and no adverse patient effects were reported.